Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer blood glucose level was were 250 mg/dl. The customer was treated with insulin drip. The customer also stated that they had symptoms like positive ketones, nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated that they had cholecystectomy. Customer also stated that they were hospitalized due to abdominal pain. The insulin pump will not be returned for analysis.